Event description:
(B)(4) - mps (B)(6) reported chamfer cuts off. Case number: (B)(4). Update: case type: tka; pt was under anesthesia; how was the cut inaccurate? Cut was deep. What is the estimated discrepancy mentioned in the complaint? Estimated . Discrepancy was about 2mm.

Manufacturer narrative:
Reported event: an event regarding a inaccurate cuts involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿rob750 - mps reported chamfer cuts off.¿ case number: (B)(4). It was also reported that the case type was tka, cuts were ¿deep¿ by approximately 2mm, pt was under anaesthesia and no surgical delay. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: case number: (B)(4), work order: (B)(4). Problem reproduced? No. Work performed: issue was not reproduced, pm service was completed. Work order deposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review. Review of the device history records associated with rio 750 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. The complaint record numbers are: (B)(4). Conclusions: the failure mode was not duplicated for the alleged failure. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - inaccurate resection.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported chamfer cuts off. Case number: (B)(4). Update: case type: tka. Pt was under anesthesia. How was the cut inaccurate? Cut was deep. What is the estimated discrepancy mentioned in the complaint? Estimated discrepancy was about 2mm.